Manufacturer narrative:
The customer has not had any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial hcg + b result run straight was >10,000 miu/ml. The tech manually ordered a 1:100 dilution on the same sample and the result was 13,392 miu/ml. The reporter stated the tech programmed an incorrect accession number for the sample. Since the tech created the dilution order with the wrong sample ID, the reporter created a new order with the correct accession number and repeated the sample using a 1:100 dilution and the result was <10.00 miu/ml with a data flag. The sample was repeated again using a 1:100 dilution and the result was 16,134 miu/ml. The customer is questioning the result of <10.00 miu/ml. The results >10,000 miu/ml are believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 13196003 with an expiration date of 05/31/2017. The field service engineer (fse) visited the customer site and suspects the measuring cell needs to be replaced. The measuring cell test count was checked. Other multiple parts of the instrument were checked. The sample/reagent probe was adjusted. Liquid flow cleaning was performed 3 times followed by measuring cell prep 10 times. The results from an instrument test were low. The measuring cell was replaced and measuring cell prep was performed 30 times. A photomultiplier tube high voltage adjustment was performed along with calibration. The instrument test was repeated and the results were within specification. The customer ran calibration and quality controls and all were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.